Manufacturer narrative:
A5. Ethnicity is unknown. A6 race is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during impella 5.5 support, placement signal values displayed on the automated impella controller (aic) were reported as abnormal, and an ¿impella position unknown¿ alarm was observed. Device position was assessed using imaging and was confirmed to be appropriate. The pump remained in a satisfactory position despite the reported alarm condition. The device continued to provide support during this time. At the time of this report, the patient remains on impella 5.5 support. No signs or symptoms of patient injury or patient harm were reported in association with this event.

Event description:
It was reported that the device was successfully explanted and the patient survived.

Manufacturer narrative:
B5 updated with patient outcome. D6b explant date provided.